Event description:
Following focused ultrasound treatment for parkinson's disease on the left side, the patient experienced hemiparesis on the right (treated) side. A brain CT scan showed a basal ganglia hematoma extending to the mesencephalic area. The patient was admitted to the ICU for stabilization. Upon hospital discharge, the patient had severe dysarthria and severe right hemiparesis. Symptoms had improved by 6 months, but she remained disabled.

Manufacturer narrative:
Dysarthria and hemiparesis are known side effects listed in the information for prescribers. The investigation of this incident has not yet been completed and this report will be updated following a finalized investigation. Note: insightec has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable.

Event description:
Following focused ultrasound treatment for parkinson's disease on the left side, the patient experienced hemiparesis on the right (treated) side. A brain CT scan showed a basal ganglia hematoma extending to the mesencephalic area. The patient was admitted to the ICU for stabilization. Upon hospital discharge, the patient had severe dysarthria and severe right hemiparesis. Symptoms had improved by 6 months, but she remained disabled.

Manufacturer narrative:
Dysarthria and hemiparesis are known side effects listed in the information for prescribers. No device malfunction detected. Treatment parameters were in line with typical range. Note: insightec has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable.